Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 7" (18 cm) smallbore pressure infusion (400psig) extension set with remv microclave® clear, purple clamp, rotating luer. It was reported that the bedside nurse found the extension tubing to be broken at the t-connector. It was also stated that the patient was receiving milrinone through the line as treatment for hypoplastic left heart syndrome (hlhs). On their review on the device, it was stated that the tubing that attaches to the microclave appeared to be severed. They believe it was due to lack of solvent in the bond pocket. There was patient involvement and unknown patient harm since the reporter stated that it was unknown if the patient was receiving the infusates. The customer also stated that the open fluid pathway increases risk of central line blood stream infection.

Manufacturer narrative:
A used mc33213 pressure infusion set was returned for investigation and confirmed with tube breakage at the proximal female luer adapter bond to the smallbore tubing. Microscopic examination revealed that the tubing was broken inside the tubing pocket. The probable cause of this type of tube breakage is typical of unintentional pulling force applied during use. A device history review could not be conducted because no lot number(s) was/were identified. D9: device received by manufacturer 14-feb-2023.